Manufacturer narrative:
Additional narrative: patient information not available for reporting. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Manufacturing location: (B)(4). Manufacturing date: 07.jan.2017. The residues in the thread of the returned device are probably the root cause of the malfunction of the blade locking. As the blade is delivered locked the residues penetrated the thread after its delivery and/or during surgery. The composition of the residue is unknown as well as the origin of the wear marks on the outer surface of the blade. However, the applicable dcrm does adequately address the locking of the blade and the complaint can be rated as confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported during a proximal femoral nail antirotate (pfna) procedure on (B)(6) 2017, the blade did not lock after insertion. Surgeon removed that blade and replaced it with another which did lock as intended. Procedure was delayed approximately ten (10) minutes but was completed successfully with no harm to patient. Concomitant devices reported: pfna nail (part number unknown, lot number unknown, quantity 1). This report is for one (1) pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The complained item was forwarded to the responsible sustaining engineer for evaluation. The blade was received in the max unlocked/unscrewed configuration. During a simple handling test it was not possible to lock the blade using moderate locking torque. After having disassembled the blade some chips / dirt can be seen within the thread. Those foreign debris may have led to the inability to lock the blade. Furthermore some heavy wear marks can be seen considering that the blade did not remain into the patient. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition." According to documentation the blade is delivered in a locked state and a functional check is performed with every blade (100% inspection) the residues in the thread are probably the root cause of the malfunction of the blade locking. As the blade is delivered locked the residues penetrated the thread after its delivery and/or during surgery. The composition of the residue is unknown as well as the origin of the wear marks on the outer surface of the blade. However, the applicable dcrm does adequately address the locking of the blade and the complaint can be rated as confirmed. Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.